Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving bupivacaine 10 mg/ml and morphine 10 mg/ml via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient had dose increased the prior week and started experiencing symptoms after. The bupivacaine dose was increased from 2.599 mg/day to infuse 2.804 mg/day. The morphine dose was increased from 2.599 mg/day to infuse 2.804 mg/day. The patient had pain and then after the dose adjustment the patient was dizzy, weak, lethargic, sleepy, couldn't stay awake and had numbness in the legs. The symptoms have gotten worse over the prior week. The patient was now in the intensive care unit (ICU). The patient was administered narcan and is on a narcan drip. The event date was reported as (B)(6) 2016. The healthcare professional wanted help from a company representative to adjust the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.